Event description:
It was reported that, after closed wound of tha, surgeon noticed a broken insert trial. He did not find any fragments on an x-ray or a surgical table.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding broken insert trial involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device showed visible brown discoloration in that region indicates the part was breaking over time. The fracture occurred over time in multiple steps. The fracture progressed from the inside-out through multiple overloads. -device history review: records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that broken insert trial was caused by overload from repeated use. The fracture occurred over time until the final fracture occurred as reported. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that, after closed wound of tha, surgeon noticed a broken insert trial. He did not find any fragments on an x-ray or a surgical table.